Manufacturer narrative:
A specific root cause could not be identified. Since both erroneous results were low, an issue with the sample pipetting was suspected. As no further issues were reported by the customer, a sample specific problem such as an incorrect tube type, foam, or bubbles on the sample was considered to be the most likely cause.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for one patient sample. The initial elecsys tsh assay result was 0.05 uui/ml. The repeat results were 1.51 uui/ml and 1.54 uui/ml. The initial elecsys ft4 ii assay result was 3.8 pmol/l. The repeat results were 19 pmol/l and 18.8 pmol/l. Information concerning if any erroneous result was reported outside the laboratory was requested but it was unknown. There was no allegation of an adverse event. The tsh reagent lot number was 22048100. The ft4 reagent lot number was 21545500. The expiration dates were requested but were not provided. No other patient samples were affected. The calibration and qc was acceptable. The customer checked the sample tube and no bubble or fibrin was detected. The customer ran repeatability testing for both assays which was acceptable. As both erroneous results were low, an issue with the sample pipetting was suspected. As no further issues were reported, a sample specific issue affecting the pipetting such as the tube type, foam, or bubbles was considered to be the most likely cause.